Manufacturer narrative:
The pump was received with no button response due to flattened button dome switches. Unable to perform the self test and displacement test due to no button response. The j1/pcb 1 keypad connector was not found unlocked during visual inspection. The pump was also received with torn keypad overlay and faded serial number label.

Event description:
The customer's mother was reported via phone call that the insulin pump had damaged end and buttons. Customer's blood glucose level was unknown. The product return for an unknown reason. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.